Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the connector cover was cracked; minor scratches and dents on the device; instrument channel rubber damage; worn glue; image tilt off; label not properly affixed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report the scope was displaying a blocked water channel error during reprocessing following an unspecified procedure. The device was returned and inspected. It was not possible to identify from when the foreign material has been remained in the nozzle. This medwatch is being submitted because there is a possibility the subject device was used in a procedure with the foreign material. There was no report of patient harm as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. Due to the leak, it is likely that the reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "caution: during leakage testing, a continuous series of air bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water with the leakage tester connected and contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates that the procedure was therapeutic. It is unknown if the scope was clogged during the procedure as the foreign material was observed during reprocessing.